Manufacturer narrative:
The product was not returned for evaluation. A review of the non-conformance database for the previous eighteen months did not show any non-conformances that would have contributed to this complaint. The root cause is unknown. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. Complaints of this nature will continue to be monitored. This investigation is complete. Report 4 of 4, see related medwatch report numbers: 0001920664-181, 0001920664-182, and 000192-183.

Manufacturer narrative:
Further investigation underway. Report 4 of 4, see related medwatch report numbers: 0001920664-2019-00181, 0001920664-2019-00182, 0001920664-2019-00183.

Event description:
The user facility in (B)(6) reported the consultant surgeon observed a foreign body which appeared to have been delivered via the phaco mics irrigation tubing. There was no impact to the patient.